Event description:
Device 1 of 2. Ref MFR report: 1627487-2014-26592. It was reported the pt is experiencing pain at the cervical pns lead (off-label use) site with the stimulation on and off. There are no signs of infection. The pt was prescribed antibiotics prophylactically. F/u info identified the antibiotics did not resolve the issue. Surgical intervention may take place at a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.